Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4968-35 implanted: (B)(6) 2014; product ID: 2088tc52 implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that during a competitor device upgrade procedure, the patient died. No further information is known. The cause of death was requested and not received.